Manufacturer narrative:
Updated fields: b5, g3, g6, h11. Corrected fields: h6 (component code).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,g3,g6,h6(type of investigation, investigation findings, investigation,component codes,conclusions), h11. The fst repaired the damaged power cord by installing a new power cord assembly. The fst reported that the damage was induced by the customer. The fst completed preventative maintenance with full calibration. Functional and safety checks were passed. The unit was returned to the customer and cleared for customer use.

Event description:
It was reported by getinge fst during preventive maintenance that the cardiosave intra aortic balloon pump (iabp) had a damaged power cord. No patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.